Event description:
It was reported that during treatment of fistula juxta-anastomotic stenosis, the 5x20mm armada 35 balloon dilatation catheter was advanced to the graft. During inflation, a leak was noted on the proximal shaft where the hub connects. No other devices were used. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.